Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported the asymptomatic patient presented in clinic for a scheduled follow-up. The patient noted the possible receipt of a patient notifier approximately three months prior to the presentment but took no action relating thereto. Although no known sources of electromagnetic interference were nearby, at the follow-up the patient¿s device repeatedly failed telemetry tests. There was concern about premature battery depletion. The patient was monitored until the next appointment on (B)(6) 2017 when the device was explanted and replaced. The patient was stable before, during and after the procedure.